Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past 6 months. Review of the customer's most recent charge during troubleshooting with tandem's customer technical support (cts) showed the battery was depleting as expected. However, the customer maintained the battery was depleting quickly. The customer¿s blood glucose was 216 (mg/dl). Although requested by cts, the customer did not upload pump logs for review.